Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the doctor is dissatisfied with the patient's visual results post implant. Reportedly, the patient was still having farsightedness problems. The 12.50 diopter lens was explanted and replaced with a 17.00 diopter lens of a different model. The surgeon indicated that in his opinion the likely cause of the event was "possible lens marked incorrectly". The patient'' current status is "good and continue current course".

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found a large chunk of the optic is torn off and missing. Diopter testing could not be performed due to the damaged optic. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.